Event description:
Lot-specific information was missing from the strip vial. No patient injury was reported. A request was made for the return of the suspect product and replacement product was shipped.